Event description:
During a follow-up in clinic, episodes of oversensing and a loss of capture was noted on the device. No intervention was performed at this time. The patient was stable. Further information was requested but not received.